Manufacturer narrative:
Laboratory analysis is ongoing. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in (B)(6) 2019 regarding a subset of emblem devices, which was expanded in (B)(6) 2020, that has an elevated potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations of noise, oversensing, and small amplitude r-waves.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and t-wave oversensing, as observed in the remote monitoring system. The patient was seen in the clinic for troubleshooting. Intermittent noise could be created with arm maneuvers, which was properly marked as noise. No programming changes were made. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received that this s-ICD had stored new untreated episodes. The sense vector was primary. A review of the episodes found small amplitude r-waves with noise and t-wave oversensing. Technical services discussed troubleshooting to evaluate all vectors with patient movements and posture changes, to see if the diminished amplitude could be reproduced. X-rays were recommended to evaluate system placement and performing a new screening should be considered to see if a position yields improved r-wave amplitudes. Programming the gain to 2x could help with noise discrimination. Current data from troubleshooting should be submitted for evaluation of the amplitudes and the r:t ratio. The device remains implanted and in service. The field representative later reported that troubleshooting was performed and noise was observed. X-rays showed a suboptimal electrode position. A new screening was performed and a lower and more medial electrode position passed. A surgical intervention was planned to reposition the existing electrode. During the revision procedure, the device was explanted as it appeared to be exhibiting premature battery depletion and was included in the emblem premature battery depletion advisory. Also, the electrode was explanted instead of repositioned, as it was very difficult to remove and the integrity could not be guaranteed. Therefore, a new s-ICD system was implanted. No additional adverse patient effects were reported outside of the surgical intervention. The explanted products were returned for analysis.

Manufacturer narrative:
Laboratory analysis is ongoing. This report will be updated when analysis is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and t-wave oversensing, as observed in the remote monitoring system. The patient was seen in the clinic for troubleshooting. Intermittent noise could be created with arm maneuvers, which was properly marked as noise. No programming changes were made. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received that this s-ICD had stored new untreated episodes. The sense vector was primary. A review of the episodes found small amplitude r-waves with noise and t-wave oversensing. Technical services discussed troubleshooting to evaluate all vectors with patient movements and posture changes, to see if the diminished amplitude could be reproduced. X-rays were recommended to evaluate system placement and performing a new screening should be considered to see if a position yields improved r-wave amplitudes. Programming the gain to 2x could help with noise discrimination. Current data from troubleshooting should be submitted for evaluation of the amplitudes and the r:t ratio. The device remains implanted and in service. The field representative later reported that troubleshooting was performed and noise was observed. X-rays showed a suboptimal electrode position. A new screening was performed and a lower and more medial electrode position passed. A surgical intervention was planned to reposition the existing electrode. During the revision procedure, the device was explanted as it appeared to be exhibiting premature battery depletion and was included in the emblem premature battery depletion advisory. Also, the electrode was explanted instead of repositioned, as it was very difficult to remove and the integrity could not be guaranteed. Therefore, a new s-ICD system was implanted. No additional adverse patient effects were reported outside of the surgical intervention. The explanted products were returned for analysis.